Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a catheter revision was done. On (B)(6) 2016 it was further reported that the patient was scheduled for a catheter revision. Due to the patient's osteoporosis they could not get a clear visual, for the safety of the patient they removed device and catheter. There was difficulties "revising the procedure" due to difficulties visualizing a clear x-ray for a port of entry for the needle. The physician decided it was safer to remove the pump then to try to revise it under those circumstances. On (B)(6) 2016 the patient further stated that there were volume discrepancies on (B)(6) 2016. The patient stated that he went in for the fill because the ptm showed low reservoir and then empty reservoir. The patient stated on (B)(6) 2016 he went in to have the pump fixed but woke to find the pump had been removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (10 mg/ml at 3.268 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient had reduced efficacy. There was no environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study and pump rotor study were done on (B)(6) 2016. The physician was unable to aspirate the catheter contents to conduct the dye study. The rotor study showed normal pump function. At a follow-up appointment, the physician and patient were to discuss whether to do a catheter revision or remove the pump. The appointment was not yet scheduled. The issue was not resolved. The patient status was reported as "alive-no injury". Additional information was received on (B)(6) 2016 from a consumer and it was reported that in 2016 when the patient's ptm (personal therapy manager) showed a low reservoir he went in for a refill and they got more drug than expected. His doctor said "he got quite a bit". On (B)(6) 2016 when the patient went in for a pump refill, his reservoir was empty, but they took out more drug than expected. Per the patient, the pump was not working. His doctor thought the catheter was kinked. He was told that his pump and catheter needed to be replaced. The patient was looking for a new physician as he was wondering why they had to replace the pump. Additional information was received from a healthcare professional via a company representative on (B)(6) 2016 and it was reported that there had been a discrepancy at the last refill between the pump volume remaining noted on ptm versus the actual residual volume in the pump. The cause for the inability to aspirate the catheter could not be determined. A catheter revision procedure was scheduled for (B)(6) 2016.

Event description:
Additional information was received on (B)(6) 2016 from a consumer and it was reported that the patient was on oral medication now and he was loopy. The catheter issue, per the patient, was that nothing was flowing; it was plugged. The was told that the catheter could not get removed during the surgery as he had a huge scar tissue issue. The patient had found someone to replace the device, but he needed a managing physician and was calling for help in locating a managing physician.

Manufacturer narrative:
(B)(4) no longer applies to the pump and was replaced with (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applies.

Event description:
Additional information was received from a patient who was receiving dilaudid (concentration 10 mg/ml, dose 2.83 mg/day). The patient stated that in reference to the question regarding why patient waited for pump to go empty prior to going in for a refill, patient stated the pump was not empty and dye test was done and the catheter was plugged. Surgery was done to replace it and it migrated to an area too close to the spinal nerves and he couldn't replace it so he took the pump out and patient did not authorize for pump to be taken out. This all happened in (B)(6) 2016. The patient was calling because he found a surgeon to put the pump in but needed to find a health care professional to refill. Patient was not going to go back to the prior managing doctor. Patient was provided with physician locator site and stated that he found 2 health care professionals on there, one of which, he won't use and the other doesn't have privileges. It was reviewed that the manufacturer does not have control over that

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.